Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle-pro safety device detached from the needle during a blood draw and left the needle in the patient's arm when the safety device was pulled away. This occurred two separate times. This report was created to capture the second patient mentioned chronologically in the report, with the known event date. There was patient involvement, and unknown patient harm/adverse event reported.